Event description:
Adult ed- email sent to ed pi: "good afternoon, I wanted to send the email because the new ivs are not working very well. I have had a lot of patient's get bruised and blown veins since starting with these IV catheters. I did the education and also spoke with the person last week for troubleshooting and today I am still having the same problems with them. Thank you."